Event description:
It was reported that a bolus programmed was not recorded in the bolus history. The caller stated that the device delivered insulin for carbohydrates, but not for the correction. The mother was referring to the bolus of 6.85 units for 62 grams of food, but the blood glucose was not entered. The customer's blood glucose reading at time of call was 289mg/dl. The mother mentioned that there has been a situation where they have bolused and it did not appear in the bolus history. It was stated that the device is under delivering insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.